Event description:
It was reported that during a pta treatment procedure, the ultra-thin diamond balloon would not deflate, and could not be removed from the introducer sheath. The lesion being treated was in a dialysis graft. The ultra-thin diamond balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported.